Event description:
It was reported to the manufacturer by the end user, per the end user, the patient got out of bed on her own and proceeded to walk towards the bathroom when she fell. Facility stated that patient got out between the head and foot rails while they were up. Patient fell on the fall pads. This occurred at 11:20pm cst. The patient was assessed and helped back to bed. The patient had a small bump on her head behind the ear. At 2:10am facility stated that the patient started vomiting and having pain around the hip area. The physician was notified and wanted x-rays of the hip and a CT scan of the head. The patient was transported to the ER. Facility reported that the patient has a fractured pelvis, that was confirmed by x-ray and the CT scan was negative. Complaint (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.